Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the op report documents that there were no issues with the explanted ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortuantely, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.

Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 2 weeks due to regurgitation and an abnormal mitral valve. Per the operative report: "echocardiogram revealed severe mitral regurgitation and probable breakdown of the repair... It was somewhat more difficult to see the mitral valve at this point. The atrium had enlarged, and the mitral valve had moved more anterior because the anterior surface of the heart had been adherent to the anterior chest wall. ...the ring was intact, and there were no problems with the ring. However, pledgets that had been placed when we placed the neochords had ripped through the papillary muscle and were prolapsing through the valve. One of the alfieri stitches looks like it may have ripped out as well. ...the jagged edges of the leaflets were excised, but most of the cords and most of the leaflets were retained. ...the patient tolerated the procedure well and was transferred to the intensive care unit in critical condition."